Event description:
It was reported that after about 1/2 hour of use, blood was seen entering the helium tubing. The iab was removed. A replacement was not indicated and there were no pt complications.